Event description:
At initial stimulation, the pt reportedly did not perform well. Post operative CT notes indicate that the electrode array may be inferior to the cochlea and turned downward. In 2004, surgery was performed to reposition the electrode array. The pt's device remains implanted.